Event description:
Information was received from a patient regarding an external device. It was reported that they met with the medtronic representative on wednesday and the representative told them to call patient services (after checking the ins and equipment) for a replacement recharger as the representative thought that the recharger had gone bad. Patient stated that it was taking a lot longer than usual to recharge the implanted neurostimulator. Pt said that sometimes there would be an error when recharging the ins; agent asked the pt what the error message was and pt said that the controller would go to try again. Patient noted that usually the ins would recharge in about 10 minutes, however it had been taking up to 30 minutes and they didn't have that kind of time. Pt saw no apparent damage to the equipment. Agent had the patient reset the controller during the call. Patient mentioned that one day they had the controller on for a while and when they went to take the controller off of the ac power supply, the controller battery wasn't at 100%. Agent had the pt unlock the controller and open up the batteries screen; the controller was at 50% and the ins was at 90%. Agent had the pt initiate an ins recharging session. Pt saw recharging excellent indicated with the controller light flashing green. Pt said that it would still take longer to recharge the ins even though excellent was indicated. A replacement recharger (rtm) was sent out. No symptoms were reported. Pt said that they called a couple months ago as it was taking a long to time to recharge the ins every morning. Pt said that the recharger was replaced. Pt said that they had met with rep, cindy, back in september and that the rep had checked the ins. Pt said that they were still experiencing long ins recharging times. Pt said that the ins used to charge in 10-15 mins and now it was still taking 45-50 mins a day and it was really frustrating. Agent asked the pt if there were any issues charging the controller from the ac power supply. Pt said that they didn't seem to have issues in that regard other than the controller taking a couple hours to charge. Pt said that the replacement recharger hadn't made a difference at all in the ins charging issue. Pt said that the ins used to only get down to 70% but now the ins was always down to 60% and nothing had really changed. Pt said that earlier on even if the ins was at 60%, the ins would charge in 15-18 mins at the most. Pt said that the issue started back in june or july. Agent reviewed controller and battery pack replacement with the pt. Agent advised the pt to follow up with hcp/rep if the issue wasn't resolved after this replacement. An email was sent to replace the controller and battery pack. Pt replied back saying ins started dropping to 60% without any changes, a new paddle and charger device was sent out and they also mentioned that the issue hasn't been resolved and it is still down to 60%. No other actions taken at this time.

Manufacturer narrative:
Continuation of d10: product ID 97715 lot# serial# (B)(6): product type ins medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.